Event description:
It was reported that the 1.5mm ti cortex scr slf-drlg with plusdrive (tm) recess 6mm head broke off into the orbital rim during a procedure. The surgeon was inserting on the screws into the orbital rim and as he was tightening the screw the head snapped off. The screw is self-drilling and the surgeon used a manual screw driver for tightening. There was less than a one minute delay in surgery as the surgeon moved on and put a screw in another hole. The broken shaft was left in the bone and the head was recovered and available for return. No additional information is available. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: date returned to manufacturer subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): a product development investigation was performed for the subject device. The 400.056 1.5mm titanium cortex screw is an implant routinely used in the craniomaxillofacial distraction system per the technique guide. The device was returned and reported to have broken while being tightened during surgery. This condition is confirmed; only the screw head was returned without the shaft and is broken approximately one millimeter from the head of the screw. It is likely that excessive torque was applied to the screw which has led to this complaint condition. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Subject device was received by manufacturer on mar 30, 2015. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.